Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board as a result of an aging component. Upon visual inspection, a bent battery lock was observed. This observation was not related to the reported event. Root cause of bent battery lock is due to wear and tear. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective as a result of an aging component. The archive data was reviewed and contained a system error 136 (internal parameter corrupted) and user advisory (ua) 17 (motor on for too long during active operation). The ua 17 error message is not related to reported event. The root cause of the ua 17 was a defective drivetrain as a result of an aging component. The autopulse platform is a reusable device and was manufactured on 25 nov 2009. It has exceeded its expected service life of 5 years. The platform is 9 years old and has not seen regular preventive maintenance. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power up. No patient involvement.